Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the elbow plate was missing from the packaging.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2017-00325.